Manufacturer narrative:
The reported complaint was confirmed during visual inspection and functional testing. The console was received with a damage module ac power input. During functional testing, the console powered off after 3 seconds of being on. The root cause of the reported power issue was due to a faulty power supply and damaged ac power unit. Review of the archive data found no significant issues. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm with serial number (B)(4).

Manufacturer narrative:
Zoll has not yet received the zoll console for investigation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
During a self-test the thermogard xp ivtm (sn: (B)(4)) console was observed to repeatedly power on and off automatically on its own. There were no issues observed with the power cord and the connector. According to the reporter, the power issue continued even after the console's display head was replaced. There was no patient involvement.